Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced ¿recurrent¿ peritonitis (no further detail was provided). The cause of and the treatment for the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. At the time of this report, the peritonitis was not resolved, the patient was not recovered from the event and physioneal therapies were ongoing. No additional information is available.